Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining 10 clips as intended. However the firing mechanism jammed. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling the indicator actuator was out of position and stuck with the feed connector. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during an unknown procedure, the first device fired and the clips were curling and not locking. Another device was pulled to complete the procedure. There was no patient consequence reported.

Manufacturer narrative:
(B)(4).